Event description:
It was reported that noise was observed. Upon evaluation the physician decided that the patient no longer required ICD support. The lead was capped and an old abandoned lead was reconnected for pace/sense.

Event description:
Additional information received indicated that the patient suffered from inappropriate therapies prior to lead revision.

Manufacturer narrative:
No medwatch form was received.